Event description:
The device was replaced due to a field advisory and was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.